Event description:
Provider originally stated unit will not start; subsequently determined that concentrator shuts down without alarming. This event does not alert the user to seek an alternate oxygen supply prior to concentrator shutdown. This is not a life-sustaining device.